Event description:
The doctor reports that the dental implant located in position number 35 failed because an internal screw fractured and the implant was removed. The doctor reports that the patient had to return at a later date to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3: email address g1: contact office - first/given name, last name and email address g1: contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) portion / fragment of the unknown zimmer screw for evaluation. Visual evaluation of the as returned devices identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.